Manufacturer narrative:
(B)(4). It was reported that the patient is ¿now starting back¿ on peritoneal dialysis therapy (exact date unreported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by the patient feeling weak and sick (no further details were provided). On the same day as onset of symptoms, the patient was hospitalized and later diagnosed with peritonitis (actual date of diagnosis unspecified). On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics for 21 day (doses, frequencies, and routes not reported). It was reported that the patient's pd catheter was prophylactically removed and the patient is currently performing hemodialysis with the plan to return to the pd therapy in the future (unspecified date). At the time of this report, the patient is recovering from the peritonitis event. No additional information is available.